Event description:
Follow up information received reported that the patient had no concerns with their device therapy and that they received assistance from their doctor/manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient had an ablation done the day prior to the report and did not turn off her implantable neurostimulator. The day of the report the patient tried to use the programmer and wasn¿t able to adjust stimulation. The programmer display showed a ¿call your doctor¿ icon and a warning power on reset (por) condition. No patient symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0hmvb, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot# va0hmvb, implanted: (B)(6) 2014, product type lead. (B)(4).